Event description:
It was reported that the stapler was applied to the splenic artery. It closed, fired, and the blade retracted, but would not release from the tissue. The manual override pump was tried, however it still would not let go of the tissue. The pump lever was moving, but not releasing the tissue. Another stapler was opened to try a new battery. The new battery worked and the stapler released the tissue. Reverse button was not used by the surgeon.

Manufacturer narrative:
(B)(4). Batch #: 640a49. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.